Event description:
A 7 mm diameter x 60 mm length bridge assurant biliary stent was implanted in a pt for treatment of an unk lesion in 2002. Percentage of lesion stenosis and vessel morphology are unk. It was reported that there was a lot of friction while inserting the device into the 6f sheath. The sheath was exchanged for a 7 f sheath, and the stent ws inserted and deployed without incident. No clinical sequelae were reported, and the pt is reported to be fine.